Event description:
Per complaint (B)(4), when a patient presented for a dental implant restoration, it was discovered that their dental implant failed to osseointegrate. Infection, inflammation, and osteopenia were also reported. The implant was removed nine months after initial placement.